Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair, operational status, and device context of use with no response from the reporter. The power switch overlay was received for failure analysis. The returned power switch overlay shows that verified the power switch overlay has an unacceptable damaged alarm led. Physical damaged resulted in the missing alarm led.

Event description:
The customer reported getting an alarm led failure when powering on the unit. The customer contacted product support and reported finding 1105 error in the significant event logs. Product support advised of a suspected power switch overlay issue per the service manual and provided part ID for the power switch overlay. The customer reported that the unit was not in use on a patient.